Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The pump was returned with a torn audio bolus button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. There was visible moisture contamination in the battery compartment. On testing, the contrast, up and down keypad buttons were responsive. The ok button was unresponsive. All of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A leak test revealed a leak in the battery compartment. The pump cover was removed for investigation and revealed visible moisture contamination on the keypad flex. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient contacted animas alleging unresponsiveness with the up, down, and ok button. The patient mentioned that took the battery cap off and noticed water in the battery compartment. The patient denied any damage to the keypad. The patient denied exhibiting any symptoms due to the alleged issue. The alleged issue was not resolved over the phone and the product was replaced. There was no adverse event associate with this complaint. The pump was replaced.